Manufacturer narrative:
(B)(4). The device was not returned for analysis a review of the manufacturing records and a review of complaint history could not be conducted as the device was not returned and the lot number was not reported. Reportedly, the device did not have brisk bleed back from the marker lumen, however, the device was still deployed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood ("mark") is evident from marker lumen. It is likely the IFU violation contributed to the reported difficulties. The cause of the reported difficulties is likely due to use error; however, the subsequent treatments appear to be due to procedural circumstances. In this case, the tissue capture may have been a partial; induced by tissue interference, or under insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly there was slow blood flow coming from the marker lumen of two proglide devices when the devices were positioned in the vessel; however, they were still deployed. The sutures of the two proglide devices seemed to be successfully placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Reportedly post procedure, hemostasis was not achieved with the sutures of the two devices. Cut down surgery was performed to achieve hemostasis and at this time it was noted that both sutures had not captured the vessel. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.